Event description:
The customer reported that the device jaws could not be re-opened. The site contact did not know if the device was applied to tissue when this occurred. There was no pt injury. The surgeon opened another lf4200 in order to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.